Event description:
The distributor contacted animas on (B)(6) 2012 and reported that the up arrow and contrast keypad buttons were unresponsive. The distributor noted the keypad was peeled/torn/worn. No other information is available at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): evaluation revealed the rubber keypad to be worn and peeling at the up arrow button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the down arrow and contrast buttons were found to be intermittently unresponsive; the up arrow and ok buttons responded appropriately. There was evidence of contamination found under all key contacts.